Manufacturer narrative:
Additional info will be provided following the conclusion of the manufacturer's investigation.

Event description:
The pt was being lifted from a wheelchair, just slightly above the chair, then moved away from the chair. At this point, the caretaker used the tilt of the spreader bar and the right leg sling clip detached. The pt fell to the floor and was then taken to the hospital to be checked for injuries, but no additional details were released.